Event description:
The manufacturer received information alleging a low o2 alarm occurred. There was no harm or injury reported. During the evaluation of the ventilator's downloaded error log by the manufacturer's field service engineer (fse), a vent inop error of evt_mach_flow_drift_high was found. The flow sensor was replaced to address the issue. Additional error codes were found in the error log but are not associated with the vent inop error code. An evt_out_press_railed_low error code means the ventilator will still be providing therapy due to having primary and secondary sensor. If both fail, will give a ventilator inoperative alarm condition. The system board was replaced to address this issue. An evt_drift_debug error code means the sensor offset during drift calculation is too high. Replacement of the flow sensor resolved this issue. An evt_o2_regulation means the delivered oxygen concentration is not within fio2 setpoint +/- 10%. This could be due to the tank/wall oxygen outlet pressure or will get another item which would supersede this event. The oxygen blender module assembly and harness were replaced as a precaution. An evt_low_o2_inlet_pressure means the pressure at the obm inlet is less than 5psig. The oxygen blender module assembly and harness were replaced as a precaution.